Event description:
Device 2 of 2. Ref MFR report# 1627487-2012-06441. It was reported the pt was no longer receiving adequate coverage. It was also reported the pt was experiencing rib stimulation. The pt underwent a fluoroscopy and the results revealed lead migration. During surgical intervention on (B)(6) 2012, the doctor disconnected the pt's lead from the ipg and added two leads. The lead that was disconnected remains inside the pt. The doctor also relocated the ipg due to movement and discomfort. Adequate coverage was regained post-op.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.